Manufacturer narrative:
There is insufficient information to perform a product investigation. H3 other text: no lot code on box

Event description:
Tampon fraying [device breakage]. Case narrative: consumer reported via e-mail that tampons are fraying near the edge of the string. No injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon fraying [device breakage]. Case narrative: consumer reported via e-mail that tampons are fraying near the edge of the string. No injury reported.